Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 497 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump. No unexpected lost sensor alarm noted.